Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve. A second clip delivery system (cds) was inserted and advanced into the left atrium (la). However, at this time, thrombus was observed to be attached to the end of the clip. It was noted the activated clotting time (act) remained above 250 throughout the entire procedure. Due to thrombus, the physician decided to remove the cds and replace it. It was noted the thrombus was removed with the clip. Two additional clips were was then successfully deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.